Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Evaluation description included in block h10. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the lead tip measuring 52.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 6.4-8.9cm and 10.0-12.9cm from the distal tip electrode. The etfe coating was intact at these locations.